Event description:
The device (backbiter (B)(4) ostrum antrum punch lf) was returned to mxi for service <(>&<)> repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4): the device (backbiter (B)(4) ostrum antrum punch lf) was returned for evaluation. Analysis indicated that the tip of the instrument is broken. The device is un-repairable due to the broken tip. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).